Event description:
Customer reported experiencing ongoing intermittent low blood glucose events with the lowest reported value of 42 mg/dl. Cause was not known. The customer consumed carbohydrates to address the decreased bg.